Manufacturer narrative:
Summarized patient outcomes/complications of triclip device were reported in a research article in a subject population with multiple co-morbidities including anemia, chronic renal failure, peripheral artery disease, chronic obstructive pulmonary disease, hypertension, diabetes, atrial fibrillation, prior stroke. Complications reported included death, reintervention, hospitalization, heart failure; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling.

Event description:
The article "tricuspid transcatheter-edge-to-edge-repair and transcatheter tricuspid valve replacement for tricuspid regurgitation: patient profiles and outcomes" was reviewed. The article presented a retrospective single center study, to analyze and compare patient profiles, selection, and outcomes with either t-teer or ttvr. Devices mentioned include triclip and non-abbott devices. The article concluded that the findings suggest that patients undergoing t-teer vs ttvr may represent different disease stages. Further data are required to determine the best patient selection for t-teer vs ttvr to optimize patient outcomes. [The primary author and corresponding author was robert boone at st. Paul¿s hospital, centre for heart valve innovation, vancouver, british columbia, canada with corresponding email rboone@providencehealth.bc.ca]. The time frame of the study was may 2018 to april 2023. A total of 43 patients were included in this study, of which 14 received an abbott device. As this event is from a literature review, there is no relevant patient information (date of birth, age, gender, weight, and medical history) to report. Comorbidities included anemia, chronic renal failure, peripheral artery disease, chronic obstructive pulmonary disease, hypertension, diabetes, atrial fibrillation, prior stroke. (B)(6), unk triclip peri- and post-procedural complications included death, reintervention, hospitalization, heart failure.